Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other nc trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that while unpackaging two 2.75x12 nc trek rx balloon dilatation catheters (bdc) per the instructions for use, the yellow protective sheath for each device was difficult to remove, but each sheath was ultimately able to be removed. After prepping each device without issue, an attempt was then made to insert the proximal end of an unspecified guide wire (gw) into the distal tip of each nc trek rx bdc, but the guide wire was unable to be inserted into the tip of each nc trek rx bdc at all. The devices were not used in the patient. A non-nc trek bdc was unpackaged without issue and the same guide wire was able to be inserted into the distal tip of the non-nc trek bdc without issue and dilatation was completed. There was no occurrence of a clinically significant delay. No additional information was provided.